Manufacturer narrative:
(B)(4). The device was returned for evaluation. Functional flow rate testing determined that the device had a flow rate that was within specifications. The evaluation could not confirm the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor experienced an overinfusion. This occurred during patient infusion with sodium folinat, fluorouracil, and saline. The reporter stated that the expected infusion time of the device was 48 hours; however, the device had infused all of the solution after approximately 32 hours. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.